Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿ number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." The initial revision was previously reported. Please reference 1825034-2015-03579.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to loosening. The tibial bearing and locking bar were removed and replaced. Subsequently the patient was revised on (B)(6) 2015 due to pain and instability. All the components were removed and replaced in this procedure.